Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
In manufacturer's report # 3004209178-2014-00472 the following information was reported: "it was reported the patient had a jolting sensation while driving. It was noted the patient had driven to see their healthcare professional (hcp) yesterday to get an x-ray and while driving over little bumps, the patient had pain at the implantable neurostimulator (ins). It was further noted the pain traveled down to the patient¿s leg and it felt like a toothache. It was noted that the x-ray showed that everything was intact. The reporter stated they hcp advised the patient to contact the manufacturer. Additional information was requested, but was not available as of the date of this report." Additional review indicates this information pertains to this manufacturer¿s report. Any additional information related to the pain at ins site/jolting will be reported in this report. It was initially reported the patient felt like something was pinching when they take a step. The reporter stated they were having problems where they have pain at the implantable neurostimulator (ins) site. It was noted that the patient noticed this a week or two ago. It was further noted the patient had the ins off for three days because it was so painful to keep on. The reporter stated the pain was at the ins and traveled down to their left leg. The reporter further stated they could not event be on their back. It was noted the patient had no falls. The reporter stated this happened on its own. The reporter stated their healthcare professional (hcp) pushed on the ins site and they almost fell to their knees. It was noted the patient¿s symptoms were at the ins location. It was further noted there was no known accidents or incidents related to this complaint. Additional information received reported the patient had been feeling pain at the implant site for three years now. It was noted the patient turned therapy off three days ago to see if that would help their pain symptoms, but they still felt pain. It was further noted the patient saw their hcp yesterday and they did an x-ray. The reporter stated their hcp told them that the lead wires were still attached and they were not sure why the patient was feeling pain. The reporter further stated they would work with their hcp and manufacturing representative to make an appointment to have their therapy checked and adjusted. Additional information received reported the manufacturing representative would contact the patient.